Event description:
It was reported that a patient underwent a gynecological procedure to treat pelvic organ prolapse on an undisclosed date and pelvic floor repair mesh was used. The patient reportedly experienced pain, erosion of her internal bodily tissue post-operatively. No additional information was provided at this time

Manufacturer narrative:
(B)(6) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01330. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that a patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted due to pelvic organ prolapse. It was reported the patient underwent mesh revision/removal on (B)(6) 2010. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urge incontinence, atrophic vaginitis, dribbling, severe lower abdominal pain, diarrhea, and nausea.

Event description:
It was reported that following insertion the patient experienced urge incontinence, atrophic vaginitis, dribbling, severe lower abdominal pain, diarrhea, and nausea.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced vaginal discharge, urinary urgency/frequency, urinary retention, hematuria, urinary tract infection, urinary incontinence, pyuria, bladder spasm, constipation and scar tissue. It was reported that the patient underwent a revision/removal surgery on (B)(6) 2013 which was performed by dr. (B)(6) at (B)(6) hospital.

Event description:
It was reported that following insertion the patient experienced vaginal discharge, urinary urgency/frequency, urinary retention, hematuria, urinary tract infection, urinary incontinence, pyuria, bladder spasm, constipation and scar tissue. It was reported that the patient underwent a revision/removal surgery on (B)(6) 2013 which was performed by dr. (B)(6) at (B)(6) hospital.

Manufacturer narrative:
Date sent to the FDA: 05/18/2016. It was reported that the patient underwent mesh revisions on (B)(6) 2010, (B)(6) 2011, (B)(6) 2013 by dr. (B)(6).

Event description:
It was reported that the patient underwent mesh revisions on (B)(6) 2010, (B)(6) 2011, (B)(6) 2013 by dr. (B)(6).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that the patient had the concurrent procedures of a posterior colporrhaphy, bilateral colpopexy, and cystoscopy performed during mesh implantation. No additional information was provided.